Event description:
A chronic hemodialysis pt suffered a severe reaction at the beginning of a routine dialysis treatment. The pt presented with severe respiratory distress requiring IV medication (epinphrine, steroids, benadryl) and oxygen. The pt was transferred to the ICU for overnight observation but was discharged the next day.